Event description:
The customer reported the device was not functioning properly due to foam remediation in relation to the device recall. The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information regarding foam remediation. The manufacturer is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
This report is being submitted to correct the description of an event or problem previously reported. The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The dreamstation auto CPAP device was returned to a third-party service center for evaluation. The manufacturer received information regarding foam remediation. The device was evaluated and found debris on the lcd screen, the upper enclosure was scratched, the bottom enclosure was damaged and the upper enclosure buttons were damaged. No foam degradation was found. There is no evidence that the device malfunctioned in a manner that would be likely to cause or contribute to death or serious injury if it were to recur. This complaint is not reportable to any regulatory agencies.

Manufacturer narrative:
This report is being submitted to correct the description of an event or problem previously reported. The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The dreamstation auto CPAP device was returned to a third-party service center for evaluation. The manufacturer received information regarding foam remediation. The device was evaluated and found debris on the lcd screen, the upper enclosure was scratched, the bottom enclosure was damaged and the upper enclosure buttons were damaged. No foam degradation was found. There is no evidence that the device malfunctioned in a manner that would be likely to cause or contribute to death or serious injury if it were to recur. This complaint is not reportable to any regulatory agencies.